Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had impedances of greater than 2000 ohms back in (B)(4), they have been steady at 500 since then but there has been noise which caused pacing inhibition. Today in clinic impedance in bipolar is 1358. It is believed a revision will be scheduled.